Event description:
The following was received from our (B)(4) distributor, (B)(4) "we received a complaint from (B)(6). Our qa has investigated so far, descriptions are as follows: products: 7013-5710 time 2, 7013-8051 times 1. Reported complaint; using 8051 for the 8th time, when blade was energized, there came a spark and the display message read "replace blade". Blade was replaced to a new one, but the same thing occurred, so doctor discontinued." No injury was reported.

Manufacturer narrative:
Product returned were two 7013-5710 blades of unknown lot number and one 7013-8051 handle of lot hmt0796. Both blades exhibited a trace failure along the blades circuitry. The controller was reportedly set a 300 degrees c, which is the maximum setting for the controller. The power delivered to the blade is a maximum of 60 w dc. No ac is delivered to the blade. We have had one other report of a trace failure generating a spark 3006119098-2010-0002). No injury was reported to the patient or the user.